Manufacturer narrative:
Internal complaint reference (B)(4). (B)(6).

Event description:
It was reported that, after an internal fixation surgery (unknown date), where a trigen intertan 10s 10mm x 20cm 130degree, a intertan subtrochanteric lag screw 11mm x 90mm and a trigen internal hex captured screw 5.0mm x 35mm were implanted, the trigen intertan 10s 10mm x 20cm 130degree broken inside the patient just above the distal screw hole. It is unknown how this adverse event was treated as well as the current health state of the patient.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical information; consequently, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. The impact to the patient beyond that which has already be reported is unknown. Should any additional relevant clinical information be provided, this complaint would be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. The contribution of the device to the reported event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to excessive forces applied to implant or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.